Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A ventilator service required error, err_ripc_comm_to_obm_failed, related to communication between host and oxygen blending module being lost was observed in the error log. The device's oxygen blender board and interface board were replaced to address the issue.